Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2015 with the following findings: unable to duplicate complaint about keypad. Keypad is intact with no evidence of peeling or damage, all keys are responsive. Removed the keypad, no evidence of contamination on key contacts. Unrelated to the complaint, the battery cap is damaged ¿ top is worn. Used test cap for all steps, test battery cap does tighten fully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that all of the keypad buttons were under responsive to button presses. There was no noted damage to the keypad and no noted moisture ingress associated with the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.